Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the hospital for an infection for his foot, and he requested assistance with adjusting the basal and bolus settings for more insulin. The customer stated that he still is in the hospital and his blood glucose was high. The blood glucose reading was 278mg/dl. The customer has been wearing the insulin pump all the time he has been in the hospital. No further information was provided.